Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Additionally, a follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was initially reported to be returning; however, subsequent information received indicated the device would not be returned for evaluation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
Subsequent to the initial medwatch, additional information received indicates the devices were used in a preclose technique. It is unknown if the devices failed before or after the interventional procedure. No additional information was provided.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture failed to achieve hemostasis. Seven additional proglide devices were attempted, but the seven additional proglides also did not achieve hemostasis. A ninth proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.